Event description:
The device reportedly failed to deliver energy to the pt three times successively. This allegation was based upon a lack of muscular reaction in response to defibrillator discharge. The pt was not resuscitated. The rptr stated that pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.